Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. From synthes USA to synthes (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records for this lot has been requested. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the screw removal for plt on (B)(6) 2013, a thread of one locking screw was broken and could not be removed. The surgeon successfully removed the device and completed surgery . The surgeon believed that there was no problem in the insert procedure, and they might be welded by the weight bearing. No patient impact was reported. No additional information is available. This is report 2 of 2 for complaint (B)(4).